Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the unit won't stay at constant rpm. There was no patient impact, and there was a 3 minute delay to get a new instrument. No adverse events were reported as a result of this malfunction. No further information is available.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This medwatch is being filed as a final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor had unstable speed. The motor, plug harness assembly, and switch were replaced to resolve the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.